Event description:
On 9/20/94 the resrvoir was implanted. On 1/19/95 the cylinders and pump were implanted. On 5/13/97 the pt's problem had been that of the left cylinder-thinning of the corporal body just at the edge of the glans penis. A graft was fashioned to patch the end and distal portion of the corporal body. After this was completed the prosthesis was inflated and the graft was noted to be in good position.